Event description:
It has been reported to philips that the allura system did not come up, it got stuck at 0:00. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the flexvision pc. Further investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that a frame grabber card initialization error resulted in the system to stop booting. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The philips engineer has replaced the flexvision pc, hard disk and installed the software. After replacement of the flexvision pc, hard disk and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.